Manufacturer narrative:
(B)(4): eval, results: based on the info provided, no root cause can be determined; cva. Conclusion: based on the info provided, no root cause can be determined.

Event description:
Two endeavor sprint rx drug eluting stents were implanted during index procedure; one to the distal left anterior descending artery and one to the mid left anterior descending artery. Approx one month post procedure, the subject was admitted after complaints of left sided weakness, numbness on the left side of the face and a left facial droop. He was diagnosed with a cva and was discharged 3 days later to a rehab facility. The event cva was reported due to it resulting in an initial or prolonged hospitalization. Cva was reported as recovered with sequelae. In the opinion of the investigator, this event was considered severe in intensity, not related to study drug, not related to study device, and not related to study procedure. (Ref MFR # 9612164-2011-00359).